Event description:
I had the pinnacle hip implant done in (B)(6) 2006 and over time I began to have several health problems arise. Was diagnosed with lupus, had pain continually in the hip and leg after the surgery. I never was without some type of pain. I could not do my normal chores at home or ride my horses for any length of time afterward without pain. I tried to exercise to build back strength but it was just too painful. Then I saw online and tv about the asr implant being recalled, for I went to my family doctor and asked for my metal levels to be checked and he did but with questions as to why and I explained. Well, the levels came back high in cobalt and chromium... I then made an appt with my orthopedic surgeon and he concurred that there was a problem, I had revision surgery in (B)(6) 2011. My metal levels are down to almost zero and I am much more healthy and without the pain. I do have a local attorney and I am keeping my fingers crossed that something will be done about this implant. I missed out on several years and my health was getting worse every day, I gained a lot of weight and still today I can not get rid of that problem. I am much more active since revision surgery but the damage is done and I fell tired a lot and have fibromyalgia now. I don't know what permanent damage was done from high metal levels but was told by my surgeon there was metal fragments all in my hip socket. I hope no one else has to go thru this like I have. I am just glad I saw the add about the asr and took it upon myself to get my metal levels checked.